Event description:
A patient reported that she has been using v-go 20 for several years. She stated that 4 devices applied on 4 separate, consecutive days came off shortly after application. The patient stated that no devices were available for return. Additional information was requested but was not provided.